Event description:
The customer contact reported flames and smoke. The pump was in use to deliver an unspecified medication for approximately 3 days. No specific pt info, pump programming, or event details were provided. Reportedly, "the room electrical system gave an alarm" and the pump "started to burn with flames and smoke." The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, it was noted that "the cable and back part of the pump had been affected by flames." Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the ac receptacle inside the device was melted, and a contact was missing. The female end of the ac power cord was melted and charred.